Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 21mm bioprosthetic valve, the surgeon was unable to seat the valve properly on the native annulus. The surgeon had sized the valve with both ends of the sizer; however when attempting to seat the valve, it would only fit on two commissures. The valve was replaced with a 20mm mechanical valve. One week post implant, the patient died of cardiac symptoms. The official cause of death was not received. There was no allegation that the valve or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed.